Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr generated heat. A 1.50mm rotalink plus was selected for use. During the procedure, the device appears to be defective as the burr attaches to the wire and generates heat. When setting the device to the desired rpm, the burr decelerates unexpectedly. The preparation process was attempted again to ensure saline flow and it was confirmed that there was a continuous saline drip. The procedure was completed with another burr catheter and the original guidewire. There were no patient complications.